Event description:
It was reported that "patient called the hotline and stated that the pump is alarming no disposable. Instructed patient to hit start/stop button to silence alarm, reviewed settings and powered pump off. Closed clamp and removed cassette. Instructed patient to gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on and pump continues to alarm. Powered pump off and removed cassette, gentle tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on, and pump continued to alarm. Powered pump off." No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.